Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h2, h3, h6, h10. 4307 intuitive surgical, inc. (Isi) received the patient side cart battery and was able to reproduce the reported problem. The battery was installed onto a test system and failed to start the patient side cart with error 824.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the psm involved with this complaint and completed the device evaluation. Failure analysis investigation was unable to reproduce the reported issue but was confirmed as having occurred via field error logs. The psm was installed onto a test system and tested without any issue. The patient side cart battery has not been returned to date. Based on the information provided at this time, this complaint is being reported because of system unavailability after start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, non-recoverable error occurred. An isi technical support engineer advised to power cycle; however, the error persisted. The surgeon made the decision to convert the procedure to traditional open techniques. No injury was reported. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce error 802 and replaced the patient side cart battery to resolve it. The fse also reproduced error 23009 on patient side manipulator 2 (psm2) indicating a communication error so psm2 was replaced. The system was tested and verified as ready for use.